Manufacturer narrative:
Concomitant medical products: 10 ml bd syringe of 0.9% sodium chloride, lot: 421011c, exp: 28jul2017; non-cfn extension set with 2-way stopcock, manufacturer/ model unknown; therapy date: (B)(6) 2014. The customer¿s report that while attempting to disconnect the IV set from the quadfuse set the sets was bonded together was confirmed. The customer¿s report that the use of a hemostat to attempt the disconnection of the 2 bonded components caused the broken tip to be lodged in the sets female luer was also confirmed. Visual inspection of model 10015817 observed a foreign body inside one of the sets 4 female luer ports. The extension set model 20022 was also inspected. The bd syringe was attached to the female luer of the model 20022 extension set and the male luer was connected to side a port 1 of the smallbore tubing of the model 10015817 extension set. Side a port 2 of model 10015817 extension set has the tip of a component broken off and lodged in the female luer. Due to the broken tip lodged in the female luer, no functional testing could be performed on model 10015817 extension set. Leak test was performed on model 20022 extension set; the air pressure was increased to manufacturer¿s specifications without any problems. There were no leaks detected prior to terminating the test. The probable cause for the sets to be bonded together are an unknown medication administered through the port causing the engagement to bond together or the 2 components were not allowed enough time to dry after cleaning and connecting them together. The root cause for the sets male luer tip being broken off in the female luer was caused by the customer reported use of a hemostat to attempt the disconnection of the 2 bonded components.

Manufacturer narrative:
Additional information: received a copy of the customer's medsun report from the FDA.

Event description:
Received a copy of the customer's medsun report from the FDA, which stated "went to detach ivf tubing from bi-fuse and the tubing was melted into bi fuse. Spoke with cla bsi champion (for same incident that occured a day earlier)."

Manufacturer narrative:
Concomitant products: bd 10ml 0.9% sodium chloride model 306500, lot 421011c; 2-way stopcock and a 4-way stopcock; manufacturer/model/ lot unknown; therapy date (B)(6) 2014. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while attempting to disconnect IV set from patient's quadfuse set the sets were noted to be bonded together. The user tried to disconnect the sets with a hemostat, which caused the set to break. No patient harm was reported.